Event description:
It was reported that, the hospital called to state two boxes of cement were damaged. Hospital will dispose of product.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.